Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to lead noise. High capture threshold, low sensing and lead dislodgement were noted. The lead was explanted and replaced with no complications. The patient tolerated the procedure well.